Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer blood glucose was 40 mg/dl. The customer was offered to transfer to helpline but declined stating that he was used to it. Customer reported the issue for documentation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.